Event description:
According to the reporter, during a hysteroscopy, there was a shiny silver shaving, but not sure if it was from shaver. It falls into patient's cavity and physician used same shaver to remove silver shaving with suction from handpiece. Case was completed successfully and shiny silver shaving was removed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.